Event description:
It was reported that the device broke inside the microcatheter. The device was removed with the microcatheter. There was no clinical consequence to the pt.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was returned in two pieces and found to be fractured 71cm from the distal end. The poly section was noted to be kinked. The outer diameter of the guidewire met specification. Scanning electron microscopy was performed on the two sections of the device. This revealed that the two sections did not align with each other, a 0.4cm section was missing. The distal surface showed of being cut or sheared and the material was smeared. The proximal surface revealed presence of a tensile type overload with a slight bending movement. Material elongation was observed along with elongated dimple ruptures. No material anomalies were detected. Based on the investigation and available information, it was determined that the most probable cause for the event was operational context.